Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), defibrillation threshold (dft) testing was unsuccessful and the patient subsequently went into pulseless electrical activity. The patient was rescued with cardiopulmonary resuscitation (CPR). It was noted that the device was not optimally placed. Subsequently, this device was part of a system explant 10 days later due to infection. No additional adverse patient effects were reported. The product is in hospital possession and is not expected to be returned.